Event description:
A customer reported that during cataract extraction surgery, three pts, on the same day, experienced anterior chamber collapses and posterior capsule ruptures during irrigation and aspiration (I/a). The customer indicated a single use product was re-used. Add'l info has been requested. This is the second of two medical device reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).